Event description:
Philips received a complaint from the customer, reporting that v60 ventilator displayed a machine pressure sensor auto-zero failure. The device was in clinical use when the issue occurred, the device was then removed without further incident. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's device had a machine pressure sensor autozero failure alarm. It was reported by the biomed, that the issue was duplicated, and the error code (1108) was noted in the event log. Onsite service was requested.

Manufacturer narrative:
The suspected data acquisition (da) board was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "functional analysis was performed and identified that the device pressure accuracy testing failed. Tech could duplicate machine pressure failure from the service. The suspect da pca (printed circuit assembly) operates on the stb (standard test bed) without issue or error code 1108. The suspect da pca failed pressure accuracy testing noted in the service manual. The reason for the pressure accuracy failure is due to a faulty u7/ machine pressure sensor. U7/ machine pressure sensor on da pca is out of spec and faulty at zero pressure.

Manufacturer narrative:
The suspected solenoid valve was returned to philips for failure investigation. The technician documented the following conclusion/root case, "1. Per engineering direction and through referencing the ventilator software requirements document, testing in step 2 of this conclusion was performed resulting in a no problem found. Note: referencing the ventilator software requirements document, section 2.8.2.1 states: auto-zero test shall be scheduled at 15 minute +/- 7 seconds intervals for both the machine pressure transducer and the proximal pressure transducer during operation in ventilation mode when there is no previous auto zero failure, pressure sensor calibration failure, or pressure sensor range error. 2. Tech connected the solenoid x-valve to machine pressure auto zero position (position 2) of the gas delivery subsystem, the product investigation lab (pil) v60 standard test bed (stb) was powered on for a minimum of 20 minutes with the intent to exceed the 15-minute interval for the continuous built-in-test (cbit) testing for machine and proximal auto zero testing. 3. No error was generated resulting in a no problem found."

Manufacturer narrative:
H10: the philips field service engineer (fse) reported that the device had defective pressure sensors. It was then reported that the fse replaced the data acquisition (da) printed circuit board assembly (pcba), and the solenoid pressure sensors were replaced. The system meets the specification for the performed service and is returned to use.